Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had a sudden onset of pain in the back and down into their feet following a fall. An MRI that was taken showed multilevel spondylosis and lumbar spine bulging discs. Annular tears were seen at l5 - s2 with moderate stenosis of the left lateral recess. As a reported action as a result of the event, pain control was noted. The indication for use of the implanted device was noted as spinal pain. If additional information is received, a follow-up report will be sent.